Event description:
The customer reported that the central nurse's station (cns) shut down and when they tried to power it back on, it went to the "cns-6200, please wait" black screen. There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) tried to help the customer troubleshoot the issue, but the customer had already tried what ts wanted them to try. The customer will send in the unit for evaluation and repair. The customer requested a loaner unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down and when they tried to power it back on, it went to the "cns-6200, please wait" black screen. Technical support (ts) tried to help the customer troubleshoot the issue, but the customer had already tried what ts wanted them to try. The customer will send in the unit for evaluation and repair. The customer requested a loaner unit. There was no patient injury reported. Investigation summary: the complaint device was evaluated by nk repair center. It was identified that the hdds of the device were the old model. Nk repair center replaced the hdds of the device and the issue was resolved. The device has been in service since 11/30/2016. A review of the history of the serial number identified no similar tickets. Based on the available information, the most probable cause of the issue is wear and tear of the hdd. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/01/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/03/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/07/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the monitor was hooked up to 16 telemetry boxes; however, they moved the boxes to other monitoring so no patients were affected when the cns went down. B6 attempt # 1: 02/01/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/03/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/07/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the monitor was hooked up to 16 telemetry boxes; however, they moved the boxes to other monitoring so no patients were affected when the cns went down. B7 attempt # 1: 02/01/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/03/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/07/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; the monitor was hooked up to 16 telemetry boxes; however, they moved the boxes to other monitoring so no patients were affected when the cns went down. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni. Manufacturer references # (B)(4)- 131064 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) shut down and when they tried to power it back on, it went to the "cns-6200, please wait" black screen. There was no patient injury reported.